Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient came in for a 20 year follow up and all components looked great. Shortly after, the patient felt a clunk and had pain. When the patient came back in to see doctor the xray showed that the posterior condyle had fractured.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. Review of the supplied photograph confirms the femoral component medical condyle has fractured. A worldwide lot specific complaint database search, or device history record review, was not possible because the required lot code was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. In addition, the reported product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.